Manufacturer narrative:
(B)(4). It was reported patient underwent initial hip arthroplasty (B)(6) 2002; however, the reported product identification of the initial implants correspond to devices manufactured after 2002. No further information is available regarding any procedures between the initial and revision dates. Concomitant medical products: 00801802803, cocr femoral head, 63436360, 00500104500, multipolar cup 45 mm, 63419931, 00811400200, femoral stem 12/14 neck taper, 63756605. Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2018 - 00277, 0002648920 - 2018 - 00278, 0002648920 - 2018 - 00276. Requested but not returned by hospital.

Event description:
It was reported that a patient underwent an initial hip procedure. Subsequently, the patient was revised due to an infection. Existing implants were removed. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The following report is being submitted to relay additional information received. Initial implant date - unknown date; (B)(6) 2017. The complaint cannot be confirmed as no surgical operative notes were provided. Review of the device history record identified no deviations or anomalies would contribute to reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial hip procedure. Subsequently, the patient was revised due to an infection with in one year post operative. Existing implants were removed.